Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke with a bd¿ blunt fill needle. The following information was provided by the initial reporter: product snapped in half with anesthetist attempted to insert it into the rubber stop of the vial.

Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation. The sample was analyzed visually, and it was observed that the needle hub has broken in two (2) pieces. A force appears to have been applied to the hub just above where the needle ends in the hub. This force caused the needle hub to break in two (2). A definitive root cause could not be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle broke with a bd¿ blunt fill needle. The following information was provided by the initial reporter: product snapped in half with anesthetist attempted to insert it into the rubber stop of the vial.